Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used for a neuro soft tissue ablation procedure. It was reported that intra-operatively, the stylet would not fully go down the catheter, but it went down another catheter without issue. There was no reported impact to patient outcome or surgical delay. The site opened another kit to use the catheter.

Manufacturer narrative:
Additional information: additional information received indicated the lot number previously provided was not accurate. The lot number, UDI, and manufacture date remain unknown. The fiber was returned to the manufacturer for analysis. Analysis found that the reported issue could not be duplicated. The returned fiber had a bend in it that may have caused issues, but the fiber was able to completely insert into the returned visualase cooling laser applicator system. No problem was found. If information is provided in the future, a supplemental report will be issued.